Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "tibial component was loose. It was revised and put in a stem baseplate."